Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right atrial (ra) lead exhibited atrial undersensing of the patient's supraventricular tachycardia (svt). The ventricle greater than atrium therapy discrimination criteria was programmed on for this patient. The atrial undersensing led to ventricular sense becoming greater than atrial sense, which caused the device to deliver inappropriate anti-tachycardia pacing (atp) and an isolated shock. The shock converted the rhythm. Technical services (ts) discussed reprogramming options. Additional information was requested from the field. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrections made to f10 and h6. Updates made as bradycardia lead unable to provide shock therapy.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right atrial (ra) lead exhibited atrial undersensing of the patient's supraventricular tachycardia (svt). The ventricle greater than atrium therapy discrimination criteria was programmed on for this patient. The atrial undersensing led to ventricular sense becoming greater than atrial sense, which caused the device to deliver inappropriate anti-tachycardia pacing (atp) and an isolated shock. The shock converted the rhythm. Technical services (ts) discussed reprogramming options. Additional information was requested from the field. This ra lead remains in service. No additional adverse patient effects were reported. Additional information was received from the field. The undersensing was caused by a sudden drop in an atrial sensed event signal amplitude, which led to the ventricle greater than atrium therapy discrimination criteria to override the decision to inhibit therapy. The right atrial sensitivity was adjusted to 0.15 mv, and the ventricular tachycardia (vt) detection duration was adjusted to 35 seconds. There were no patient symptoms associated with receiving atp.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right atrial (ra) lead exhibited atrial undersensing of the patient's supraventricular tachycardia (svt). The ventricle greater than atrium therapy discrimination criteria was programmed on for this patient. The atrial undersensing led to ventricular sense becoming greater than atrial sense, which caused the device to deliver inappropriate anti-tachycardia pacing (atp) and an isolated shock. The shock converted the rhythm. Technical services (ts) discussed reprogramming options. Additional information was requested from the field. This ra lead remains in service. No additional adverse patient effects were reported. Additional information was received from the field. The undersensing was caused by a sudden drop in an atrial sensed event signal amplitude, which led to the ventricle greater than atrium therapy discrimination criteria to override the decision to inhibit therapy. The right atrial sensitivity was adjusted to 0.15 mv, and the ventricular tachycardia (vt) detection duration was adjusted to 35 seconds. There were no patient symptoms associated with receiving atp.

Manufacturer narrative:
Additional information added to b5.